Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that during a routine clinic visit, the patient¿s driveline site was tender and found to have bloody drainage. The patient was unaware of trauma. A wound culture tested positive for staph aureus and the patient was started on keflex. The patient was advised to change the dressings daily. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information provided on (B)(6) 2017, stated that the patient discontinued taking antibiotics on (B)(6) 2017 and did not follow directions and refill keflex. During clinic visit on (B)(6) 2017, the patient was restarted on antibiotics. The wound was recultured and tested positive for staph. The patient was instructed to continue on antibiotics until further notice.